Manufacturer narrative:
Patient weight was not available from the site. Device was discarded by the site. There is no allegation of a malfunction of the device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to remove a left ventricular lead the physician was utilizing the spectranetics 14 fr. Glidelight laser sheath and the spectranetics lead locking device 518-062. They lased up to the cardiac sinus (cs) without issue. The physician then applied more traction and the lead came out. The patient¿s blood pressure began to steadily, but slowly "decrease". Rescue efforts commenced including sternotomy. It was determined that there was a tear in the cardiac sinus. A saphenous vein harvest was performed to create a new cardiac sinus. The injury was successfully repaired. Patient was extubated on (B)(6) 2018.